Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the connector was received with a jammed set with visibly worn hex corners. The worn nature of the hex suggests that the corresponding hex tip was forcibly rotated while the set screw remained stationary, which confirms that the set screw was jammed in the offset connector. Conclusion: review of a similar complaint involving a jammed offset connector reveals that the jamming occurred due to galling of the connector and biological particles lodged between the offset connector and set screw threads which is likely cause of this event.

Event description:
It was reported that; during surgery, the surgeon used the screw and connector for th12 vertebral body fracture. The surgeon removed the connector adapter from offset connector of th12 (left) and l1. To remove the connector adapter from offset connector of th12 (right), the surgeon tried to loosen nut, but it was not possible to loosen nut. Therefore, the surgeon tried to loosen the offset connector of l1 (left) and remove the rod. However, it was not possible to loosen the set screw of offset connector. The surgeon used the rod cutter. And he used brand-new screw and the offset connector. Operation time was exceeded for about 3 hours.

Event description:
It was reported that; during surgery, the surgeon used the screw and connector for th12 vertebral body fracture. The surgeon removed the connector adapter from offset connector of th12(left) and l1. To remove the connector adapter from offset connector of th12 (right), the surgeon tried to loosen nut, but it was not possible to loosen nut. Therefore, the surgeon tried to loosen the offset connector of l1(left) and remove the rod. However, it was not possible to loosen the set screw of offset connector. The surgeon used the rod cutter. And he used brand-new screw and the offset connector. Operation time was exceeded for about 3 hours.